Event description:
Customer reported no boot up. System would not boot up before case started. No patient involvement.

Manufacturer narrative:
Troubleshooting system. Determine system is booting but no video is on either left or right monitor. Reseat image processor and video board. Reseat video connectors. Adjust variable capacitor on video switching board. Verify proper bootup and video display. System perform as designed.